Manufacturer narrative:
B3 - date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the device failed the leakage testing/showing too much current. Patient involvement is unknown.

Manufacturer narrative:
H3 and h6. Evaluation codes: updated. Device investigation: one device was received for investigation. The device was visually inspected and functionally tested. The device had a stained water tank, water leaking from the reservoir gasket and a corroded quick connect. The device failed the electrical test. The reported complaint is confirmed. There was a faulty pcb on the device. No action taken due to the condition and age of the device. It is deemed beyond economical repair and will be scrapped. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.